Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of atrial signals on the right ventricular (rv) channel of this rv lead. As a result, pacing inhibition was noted. The patient is dependent, nonetheless, there was no asystole of more than two seconds. An x ray was performed and it suggested that the rv lead is not on an optimal position. Health care professional (hcp) tried to reproduce the episode but was unsuccessful. Technical services (ts) discussed trouble shooting options and the rv lead was reprogrammed. The next day pacing inhibition was again noted and the oversensing was noted with an specific posture. The device was successfully reprogramed with good measurements. This cd system remains in service. No adverse patient effects were reported.